Event description:
It was reported that the user¿s continuous glucose monitoring readings were unavailable after a new sensor application because the system had been configured to an incompatible sensor type, and the agent guided the user to switch the configuration back to dexcom g7 and reenter the pairing code, after which the sensor entered warm-up. Symptoms included no glucose data available. Outcomes included no alerts or alarms and restoration of expected behavior following user guidance. Investigation included customer interview and troubleshooting education focused on correct sensor type selection and code entry. Investigation of this case revealed use error related to incorrect cgm selection and pairing steps, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.